Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the events. On the same day as peritonitis diagnosis, the patient was treated with vancomycin injection (1gm/every 2 days/intraperitoneally) and ceftazidime injection (1gm/once daily/intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and h11 b5: upon follow up, it was reported that the vancomycin was discontinued after 12 days and ceftazidime was discontinued after 14 days. It was reported that the patient recovered from the event. No additional information was available. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7, d10, h6. Should additional relevant information become available, a supplemental report will be submitted.